Event description:
It was reported that a possible wound infection occurred four days post implant. The patient was placed on antibiotics. The skin cultures were negative. The patient is enrolled in the atain performa study. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 4298-78 implanted: 2013 (B)(6); product 4076-52 implanted: 2013 (B)(6); product (B)(4) implanted: 2013 (B)(6). (B)(4).